Event description:
Allegedly, the doctor performed a laryngoscopic removal of vocal polyp; when they removed toweling draped around pt's face they noticed tip of nose was very white; the doctor characterized this as a minor burn. They examined the light carrier and found that an attachment pin to secure the light carrier was broken off; they think this caused light carrier/light cable to move and make contact with pt's nose. Pt is healing well.

Manufacturer narrative:
The hospital provided a picture showing that the pin that attaches light carrier to laryngoscope was broken off; the light carrier would still work, but it would not be completely fixed to the side of the laryngoscope which resulted in the light carrier and light cable connection touching the pt's face.